Manufacturer narrative:
(B)(4)

Event description:
It was reported "during transvenous pacemaker implantation, the introducer has no membrane, which causes abundant blood to leak out of the upper end(reference is made to the port through which the dilator is introduced). A new device is used (a new introducer is opened)." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during transvenous pacemaker implantation, the introducer has no membrane, which causes abundant blood to leak out of the upper end(reference is made to the port through which the dilator is introduced). A new device is used (a new introducer is opened)." There was no medical intervention required. The patient's current condition is reported as "fine".